Event description:
Patient was revised to address fracture of the locking mechanism, poly wear and osteolysis.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the international complaint database did not find any add'l reports of this nature for the product code/lots provided since their respective release for distribution. Although the root cause is undetermined, it would not be unreasonable to expect some wear after approximately 10 years of implantation. Based on the investigation, the need for corrective action is not indicated. The product code is an obsolete item. Depuy considers the investigation closed. Should the product or add'l information that changes this conclusion be received, the investigation will be reopened.